Event description:
It was reported that the user experienced hyperglycemia with glucose readings of 236 mg/dl on the ilet and 281 mg/dl by fingerstick after eating without an initial meal announcement, followed by a delayed announcement, and remained elevated despite the subsequent entries; the infusion site was changed after bleeding was observed on removal and insulin delivery was confirmed to resume. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included continued monitoring with no medical intervention or hospitalization reported. Investigation included troubleshooting education, assessment of infusion site integrity, and confirmation of insulin delivery post¿site change. Investigation of this case revealed no device alarms and no visible site kinking or moisture, with user-related meal announcement timing identified as a potential contributor to hyperglycemia and an infusion site issue possible given bleeding on removal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.